Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an implant procedure a csf leak due to dural tear occurred. The dural tear was repaired during the procedure and effective therapy was established postoperatively. The patient reported a headache after the procedure and follow up indicated the headache had resolved.